Event description:
It was learned that an edwards bioprosthetic mitral valve, implanted approximately nine (9) years ago, was explanted and replaced with another edwards bioprosthetic valve. The reason for explant has not been provided and the device was not returned for evaluation despite multiple follow ups with the healthcare provider.

Manufacturer narrative:
Report of an explanted mitral bioprosthetic valve after an implant duration of nine (9) years. Despite multiple follow ups with the healthcare provider, no additional information was provided regarding this event and the device was not returned for evaluation. Therefore, the root cause of this event cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.